Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine source: phone

Event description:
Customer reporting 1 discordant flu b result. Customer states the patient was flu b positive on a thursday and when retested on saturday was negative. No confirmation testing was performed and symptomatic status is unknown.